Event description:
An adc customer"s mother reported that she hasn't been able to check her son for ketones because the pxtra meter would not turn on with strip insertion or button press. Customer then stated specifically that as a result of this issue her son "had a seizure". The mother denied paramedics were called; no third party medical intervention was required and she stated the child was given food to help counteract the medical event. It was discovered during the call with the customer that she was attempting to use expired ketone test strips. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However, a secondary issue was noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter would power off during use. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that the alleged power issue began on the late evening of (B)(6) 2010. The patient informed the mss that he tests his blood glucose 2x/day (morning and bedtime) and manages his diabetes with avandamet (2x/day). The patient claimed he does not take his oral medication if his blood glucose is below 140 mg/dl. As a result of the alleged issue, the patient claimed he was unable to test his blood glucose; however, took his oral medication with the assumption that his blood glucose was running above 140 mg/dl. At 1:00am on (B)(6) 2010, the patient reported that he woke up to use the restroom. Upon getting up he felt dizzy. The patient was unable to recall if he was experiencing any other symptoms at that time. The patient claimed he ran into a wall and consequently fell and hit his head against furniture and then the floor. The patient reported that his daughter went to assist him when she heard the fall. The patient stated that he was incoherent after the fall and was given orange juice by his daughter. The patient informed the mss that he has been suffering from dizzy spells since the incident occurred. At the time of troubleshooting, the customer care advocate noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. The patient did not have a new battery at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated by a non-hcp for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.